Manufacturer narrative:
(B)(4)/.

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 they could not see any data on the screen. There was no report of injury or medical intervention. No additional event or patient information is available.